Event description:
It was reported that the during a competitor's device replacement procedure, the right ventricular lead tip was frayed and could no longer be used. The physician capped and replaced the lead. The patient was in stable condition during and post surgery.